Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to clinical indications. When an initial discordant, high result was reported and questioned, the test was repeated on a second atellica instrument, producing a similarly-elevated result. Later testing of the sample following peg precipitation produced a much lower result, and the customer concluded that the elevated results were due to the presence of macro-troponin in the patient's sample. The assay's instructions for use states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating. Note: MDR 1219913-2022-00058 has been filed for the discordant observation from the second atellica instrument.

Event description:
The customer reports observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to clinical indications. When an initial discordant, high result was reported and questioned, the test was repeated on a second atellica instrument, producing a similarly-elevated result. There are no reports of patient harm, changes in treatment, or delay in diagnosis in association with the observed discordant results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00057 on 2022-02-21. Additional information, 2022-03-08: a customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to clinical indications. When an initial discordant, high result was reported and questioned, the test was repeated on a second atellica instrument, producing a similarly-elevated result. The patient had been diagnosed with acute myocardial infarction (ami) in october. In january, the elevated atellica tnih results were observed despite patient recovery. Ckmb and bnp test results were negative after patient recovery. The customer performed serial dilutions and treated the patient's sample with hbt and nabt. Tnih results were still elevated after these treatments. Later testing of the sample following peg precipitation produced a much lower result (although still above the assay's cutoff value of 45 pg/ml). The customer declined to provide siemens with remaining sample material for additional testing. The observed result following peg precipitation is highly suggestive of a macro-troponin immune complex in the sample as the cause for the elevated result. Literature suggests an association between the presence of autoantibodies against ctni and cardiomyopathy. No product issues were identified, and the customer is operational. No further investigation is required. Notes: 1) in section h6, the codes for investigation findings and investigation conclusion have been updated. 2) MDR 1219913-2022-00058 supplemental 1 was filed for the same event.